Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:battery issue. Customer stated never has replaced the battery. Manufacturer contacted customer with follow up phone calls to ensure customer has not longer symptom;unable to talk to customer. Letter was sent.

Event description:
Customer reported complaint the meter does not turn on with the test strips inserted. Meter turn on after press the control button ("s" button).while attempting to troubleshoot, the customer stated that was "having a hard time staying awake". The customer declined seeking medical attention and stated was not having any further symptoms pertaining to diabetes. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 07/15/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6).